Event description:
While in a patient's abdomen, the maryland bipolar endo forceps looked like it had shavings or particulate matter on it. The device was removed and replaced. It remains unknown whether these shavings entered the patient.